Event description:
The pt stated that his blood glucose is elevated and he believes his infusion device is making a louder motor noise than normal. He stated that his piston rod is not running smooth. His blood glucose is elevated to 12.4 mmol/l (223 mg/dl). His normal blood glucose range is 7-9 mmol/l (126-162 mg/dl). The pt switched to his backup infusion device and his blood glucose returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.